Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported, "a few months ago patient has experienced acute inflammation with pain and fever, accumulation of fluid, nodule (right breast), huge amount of hematic secretion and capsular contracture baker grade unknown. The event of vomiting is not device related. The device has been explanted. This report is for the right side device.